Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable.

Event description:
It was reported that event occurred during shoulder stabilization (B)(6) 2018. Jnj representative was informed on (B)(6) 2018 that this above anchor broke during use and reported the patient had "hard bone". Jnj representative was not present at the case. The anchor is not available for return. Jnj representative has no further information or images. Another anchor of the same type was used to replace the broken one.

Event description:
It was reported that event occurred during shoulder stabilization (B)(6) 2018. Jnj representative was informed on 11/7/18 that this above anchor broke during use and reported the patient had "hard bone". Jnj representative was not present at the case. The anchor is not available for return. Jnj representative has no further information or images. Another anchor of the same type was used to replace the broken one. No additional information has been provided.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4,d4: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (feb 2, 2018) has been updated to reflect the date the device was manufactured. It was documented in the initial medwatch report that the expiration date was unknown. The expiration date (jan 31,2021) has been updated to reflect the date the device expires.the unique identifier( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Investigation summary: the complaint device was discarded and not available for evaluation. It was reported that the patient had hard bone and anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).